Event description:
On (B)(6) 2010, it was reported to kci that on (B)(6) 2010, following an undetermined course of treatment using a v.a.c. Therapy sys, the pt was hospitalized for cellulitis of the right leg and treated with intravenous vancomycin. On (B)(6) 2010, the wound and edema were improving. It was further reported that at some point during therapy, the unit would allegedly self shut down and not suction. It was reported to kci that after removal of the dressing, there was an excessive amount of fluid in the wound and the wound had a foul odor. The cause of the excessive fluid and odor are unk. Kci has made several attempts to gather further medical info. No further info is available.

Manufacturer narrative:
The therapy unit was returned to kci svc center and tested per quality control procedures and met specifications.